Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus repair center in (B)(6) for evaluation. The incoming inspection of the device by olympus repair center confirmed the following; foreign material still remained in the instrument channel. The reported event appeared to be caused by melting the distal end and damaging the instrument channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, foreign material exited from the instrument channel of the device. And the instrument channel was damaged. There was no report of patient injury associated with this event.

Manufacturer narrative:
Olympus re-evaluated the event reported in the initial report and determined that there is no abnormality in the function of the device and that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.